Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. The customer plugged the pump into a power source and the pump features were accessible. The customer continued to use the pump for insulin therapy. The blood glucose level was 189 mg/dl.